Event description:
It was reported by the customer that this event involved a "very, very" sick patient. The physician easily inserted the multi-lumen access catheter (mac) into the left internal jugular vein. The physician alleged not to have noted anything different about the insertion. The physician "performed his work" and noted the last portion of the companion catheter punctured thru the innominate vein. The catheter was lying in the thorax cavity and the other portion of the catheter was in the vessel. As a result, the physician pulled back on the companion catheter to place a suture to repair the site and any bleeding. That was noticed before and after insertion. The physician alleged this event did not delay any care of drug administration to this very sick patient. The patient expired; however, the involvement of the device was not blamed in this event.

Manufacturer narrative:
Sample will not be returned for evaluation.